Event description:
The customer reported the evis lucera elite colonovideoscope displayed a e315 unsupported scope error message and there was fluid ingress. The scope was a loaner at the site. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the error message was displayed due to corrosion of the endoscope connector. In addition, evaluation found there was fluid invasion inside the bending section cover, the control section had corrosion with fluid invasion, the switch box was discolored, switch #1 was discolored, the electrical contact of the scope connector had corrosion, the grip was worn, the flexibility adjustment ring was damaged, the scope cover was worn, and the light guide tube was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and a corroded connector that resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image". "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.